Event description:
It was reported to covidien on 12/07/2009 that a customer had an issue with a catheter, continuous flow. Customer states that the dispersion wire broke, the proximal balloon burst, aspiration could not be done, and it was difficult to infuse lytic. Customer then pulled out the catheter, ballooned the section, and the retracted the trellis over the wire.

Manufacturer narrative:
(B) (4). An investigation is currently underway, upon completion, the results will be forwarded.